Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kink is confirmed but the exact cause remains unknown. One x-ray image was provided for evaluation. The image appears to show multiple lines within the patient. One of the lines appears to form two sharp bends. The image contains a note stating ¿PICC inserted (B)(6) 2020 right arm single lumen lot: reep2843. The physical characteristics of the catheter could not be inspected due to the lack of a returned physical sample; however, since the radiographic image provided appeared to show a kink in the catheter, the complaint is confirmed but the exact cause remains unknown. A review of the manufacturing records did not reveal any evidence to suggest a manufacturing related root cause contributed to the reported event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that powerpicc solo catheter developed mechanical occlusions(kinking) in-situ after insertion. The insertion was unremarkable with no difficulties, flushed and aspirated without resistance on insertion but patient developed occlusion.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reep2843 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that powerpicc solo catheter developed mechanical occlusions(kinking) in-situ after insertion. The insertion was unremarkable with no difficulties, flushed and aspirated without resistance on insertion but patient developed occlusion.